Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint data base search was not possible as the lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.

Event description:
Pt was revised to address black discharge/metallosis, groin pain, implant wear, osteolysis, and loosening of the cup. Cup was in 80 degrees of anteversion. There appeared to be some rim loading on the implant, which could have been the result of the poor cup positioning.

Event description:
Patient was revised to address black discharge/metallosis, groin pain, implant wear, osteolysis, and loosening of the cup. Cup was in 80 degrees of anteversion. There appeared to be some rim loading on the implant, which could have been the result of the poor cup positioning. Update: (B)(4) 2011 - litigation papers received. They provide a doi (mdrs have been updated). Fixed spelling of patients last name. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated.

Manufacturer narrative:
Litigation papers provided additional information, which has been added to the complaint. There is no new additional information that would affect the investigation, which is still considered closed.

Manufacturer narrative:
Corrected: event/problem description, lot #, manufacture date, the investigation has been reopened due to receiving lot numbers. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.